Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervicitis ("chronic cervicitis") and adenomyosis ("adenomyosis"). The patient was treated with surgery (surgery to remove the essure on (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, cervicitis and adenomyosis outcome was unknown. The reporter considered adenomyosis, cervicitis and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 38-year-old female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and hypersomnia since 2010. Concomitant products included docusate sodium (colace) since 2010 to (B)(6) 2017, fluticasone propionate (flonase) since 2010 to (B)(6) 2017 and prednisone since 2010 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced mood swings ("mood swings"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced cervicitis ("chronic cervicitis"), adenomyosis ("adenomyosis"), vulvovaginal pain ("vaginal pain"), arthralgia ("joint pain"), acne ("acne") and abdominal distension ("swollen stomach"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cervicitis, adenomyosis, mood swings, fatigue, menorrhagia, urinary tract infection, fungal infection, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, allergy to metals and vulvovaginal pain outcome was unknown, the vaginal haemorrhage had resolved and the tooth disorder, alopecia, arthralgia, acne and abdominal distension was resolving. The reporter considered abdominal distension, acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion procedure. Bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: failure to occlude (close) fallopian tubes pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication and lot number (678818). Events: mood swings, fatigue, vaginal bleeding, menorrhagia, urinary tract infection, yeast infection, depression, anxiety, migraines, headaches, nausea, dental problems, dysmenorrhea, dyspareunia, vaginal discharge, blurred vision, weight gain, hair loss, nickel allergy, vaginal pain, joint pain, acne, swollen stomach added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 38-year-old female patient who had essure (batch no: 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and hypersomnia since 2010. Concomitant products included docusate sodium (colace) since 2010 to september 2017, fluticasone propionate (flonase) since 2010 to september 2017 and prednisone since 2010 to september 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced mood swings ("mood swings"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced cervicitis ("chronic cervicitis"), adenomyosis ("adenomyosis"), vulvovaginal pain ("vaginal pain"), arthralgia ("joint pain"), acne ("acne") and abdominal distension ("swollen stomach"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cervicitis, adenomyosis, mood swings, fatigue, menorrhagia, urinary tract infection, fungal infection, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, allergy to metals and vulvovaginal pain outcome was unknown, the vaginal haemorrhage had resolved and the tooth disorder, alopecia, arthralgia, acne and abdominal distension was resolving. The reporter considered abdominal distension, acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion procedure bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: results: failure to occlude (close) fallopian tubes. Pregnancy test: on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.